Manufacturer narrative:
Block b3: exact date unknown, event likely occurred four or five months ago.

Event description:
It was reported that the patient experienced overall therapeutic benefit from the spinal cord stimulation (scs) system. However, the patient reported intermittent episodes of severe shocking sensations localized to the back and radiating down the legs. These episodes lasted a few seconds and occurred unpredictably, at several times per day. As an initial measure, stimulation was turned off for one week, during which no recurrence of symptoms was reported. Troubleshooting activities included device reprogramming. Following multiple programming adjustments and positional testing without recurrence of symptoms, the patient achieved effective coverage. No abnormal impedance values were noted in the leads. According to the physicians assessment, the device contributed to the patients reported complications and an x ray was recommended to further evaluate the system, and the patient is scheduled for follow up.